Event description:
The customer reported that the central nurse's station (cns) is showing a beside monitor in communication loss (comm loss). There was no patient injury reported.

Manufacturer narrative:
Technical support (ts) asked the customer to re-seat the ethernet cable, but the customer was not comfortable doing it so ts asked the customer to contact biomed to assist. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Manufacturer narrative:
Details of complaint: the customer reported that the central nurse's station (cns) is showing a beside monitor in communication loss (comm loss). Technical support (ts) asked the customer to re-seat the ethernet cable, but the customer was not comfortable doing it so ts asked the customer to contact biomed to assist. There was no patient injury reported. Investigation summary: the customer reported that a bsm was in communication loss with the cns. The customer did not respond to nka attempts to acquire additional information. As such, root cause cannot be determined. In the last communication between the customer and nk tech support, nk tech support advised the customer to reseat the ethernet cable connected to the bsm. It is likely that at the bsm was not properly connected to the network. As there is no evidence of an nk device malfunction, a CAPA is not warranted. Manufacturer references # (B)(4) follow up 001.

Event description:
The customer reported that the central nurse's station (cns) is showing a beside monitor in communication loss (comm loss). There was no patient injury reported.